Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7094747 7094808.

Event description:
It was reported that the patient was experiencing pain at the implant site. It was noted that the patient had a small open wound in the lower back and was getting a wound care for the non healing site. Additional information was received that the patient underwent an explant procedure and was doing well post-operatively. The explanted ipg and leads were not returned as it was kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two (2) months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implant site. It was noted that the patient had a small open wound in the lower back and was getting a wound care for the non healing site.